Manufacturer narrative:
As reported, during use of 5f mynxgrip vascular closure device (vcd), there was a problem with the balloon. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies, and no anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 4 mm from the balloon's proximal neck. A product history record (phr) review of lot#: f1927404 revealed no anomalies, or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "balloon loss of pressure" was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a tear in the balloon, approximately 4 mm from the balloon's proximal tip. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
During use of 5f mynxgrip vascular closure device (vcd), there was a problem with the balloon. There was no reported patient injury. The device was stored per labelling, and opened in sterile field. The device was not returned for analysis. Addendum: product analysis revealed balloon rupture/loss of pressure.